Event description:
It was reported that pump malfunction occurred after pump got wet. It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.